Event description:
Pt was diagnosed with retinal detachment with vitreous hemorrhage and consented to undergo scleral buckle and posterior vitrectomy procedures on her eye. Prior to the start of the procedure, the scrub technologist followed the MFR's instruction to set up the constellation vision system. After priming the reservoir and tubing, the scrub person attached the illumination probe to the machine and noted a warning on the machine saying there was a ballast failure. The xenon illuminator did not turn on. The system was rebooted and the warning did not show up this time. The illuminator turned on after attaching the illuminator probe to the machine. The scleral buckle procedure went smoothly. The surgeon then proceeded with the vitrectomy procedure. The infusion line and the illumination probe and the vitrector were placed in the usual fashion in the pars plana of the eye. After the vitrector was in place, the surgeon stepped on the foot pedal to activate the probe. Immediately it was noticed that there was no cutting and no suction on the vitrector probe. No warning signs appeared on the screen. The surgeon then removed the illumination probe and the vitrector and plugged the holes. The infusion line remained in place. The crew consulted with the vender rep through the phone while trouble-shooting. It was determined to open a new vitrectomy pack. The infusion line was clamped and the reservoir, illumination probe and vitrector probe were changed. The machine was rebooted. The reservoir and lines were primed and infusion line unclamped. The instruments were reintroduced. The surgeon noticed a suprachoroidal hemorrhage. Attempts were made to stabilize the hemorrhage with the introduction of perfluorocarbon liquid. The planned vitrectomy procedure was aborted and perfluorocarbon was removed.